Manufacturer narrative:
The investigation for the reported high purge pressure and saturated flow issues has been completed. No product was returned for investigation. Data logs show that upon starting the pump, purge pressure begins to ruse and purge flow decreases for 7 minutes without triggering any purge alarms. It then stabilizes around 700 mmhg for 7 minutes and then begins to rise again for 2 minutes and triggering hpp and purge system blocked alarms. There are no motor current (mc) spikes. Flow is saturated at 4.3 l while on p-9 during this time. The pump then has a high motor current pump stop with no mc spike prior. The root cause of the pump stop was most likely due to high purge pressure. The root cause of the high purge pressure was unknown because no pump was returned for investigation. The root cause of the saturated flow issue was not determined since product was not returned. The instructions for use states for impella cp with smartassist for use during cardiogenic shock and high risk cpi in section: using the automated impella controller with the impella rp with smartassist system catheter that ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ it also states in section: impella stopped that ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ d4-updated model number in accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported an 81 year-old male with a high risk of percutaneous coronary intervention was implanted with an impella device for mechanical circulatory support. The implanted impella device experienced high purge pressure, a spike in motor current, and flow saturation roughly fifteen minutes after implant. The pump was then replaced, and no patient harm has been reported.